Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected field: h6: component code. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 14 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's allegation of image abnormality was confirmed. Based on the results of the investigation, it is likely that the malfunction occurred due to corrosion on contact of video connector receptacle. However, a root cause could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The procedure was completed using the same device without shaking the connector part.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the video system center had an image abnormality that occurred at multiple camera heads. The issue occurred during an unknown therapeutic procedure. There were no reports of delay, patient harm, injury, or death. Additional details relating to the patient and the event have been requested, but no response has been received at this time.